Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the laser was very "anemic" (low power) the biomed contacted a service call, as we do try to trouble shoot the lasers ourselves if we can through re-start, uploading the error logs to boston sci, and changing the blast shields. The procedure was completed without patient complications.

Event description:
It was reported that the laser was very "anemic" (low power) the biomed contacted a service call, as we do try to trouble shoot the lasers ourselves if we can through re-start, uploading the error logs to boston sci, and changing the blast shields. The procedure was completed without patient complications.